Event description:
It was reported that at implant, the atrial lead exhibited high impedance, loss of capture and sensing anomaly. The lead was not used and a new lead was placed.

Manufacturer narrative:
(B)(4). Analysis found normal device characteristics.